Manufacturer narrative:
(B)(4). The device history record review for reported lot number was conducted. No non-conformances were discovered that would have contributed to this event.

Event description:
Patient was injected on (B)(6) 2015 with 1.5cc of radiesse to the nlf. Two days after injection, the patient's nose became dark red. She also developed pimples on her nose. On (B)(6) 2015, the patient went to urgent care. The urgent care physician said it looked like patient had an infection and it could be an allergic reaction to the filler injection or some bacteria introduced by the needle. The patient was prescribed cephalexin 500 mg oral 3 times daily and mupirocin calcium (bactroban) topical cream 3 times daily. On (B)(6) 2015, the injecting physician informed merz that he saw the patient and she was broken out with a rash, redness and bumps to the right side of nose, but it was not overlying the area that was injected. It was to the upper part of the nose. Per the patient, the injecting physician said he had never seen this before, that he did not inject near the nose. On (B)(6) 2015, the patient noted that the infection was gone and a dark area remains where the infection was.